Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient's family member reported ¿rupture¿. Healthcare professional later reported "pain in the breast area, visual deformation of the breast (ripping, rupture). Capsular contracture grade IV" diagnosed via MRI and ultrasound. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient's family member reported ¿rupture¿. Healthcare professional later reported "pain in the breast area, visual deformation of the breast (ripping, rupture). Capsular contracture grade IV" diagnosed via MRI and ultrasound. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's family member reported, right side rupture. Device remains implanted.

Event description:
Patient's family member reported right side rupture. Device remains implanted.